Manufacturer narrative:
A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. Conclusion not yet available as the investigation is on-going.

Event description:
It was reported that on (B)(6) 2018 during a medical procedure, the physician noticed a leak at the valve of the oscor 14f x13, lot # c1-13745. The issue was noted during product insertion at the left femoral artery for placement of the impella cp. When the physician noted a leak, the introducer was replaced and the case continued. Patient is reported to be stable after procedure. The patient had been admitted for a high risk pci with history of multivessel coronary artery disease and turned down for surgery by cardiothoracic team.

Manufacturer narrative:
The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. One 14f abiomed introducer sheath was returned from the end user without the dilator. The end user returned the introducer to the customer with the two orange split cacps and hemostasis valve attached. The customer removed the two orange split caps and hemostasis valve prior to returning to oscor. Oscor received the device in the following manner: one 14f, 13 cm long introducer sheath was returned. There were two orange split caps and a hemostasis valve returned, detached from the sheath's hub. There were no other accessories. Visible blood was found on and inside the sheath. The hub was checked for a crack and the valve was checked for damage under a 10x microscope. No crack was found on or inside the hub. The valve looked normal and no damage or fatigue was found. It was not possible to perform a leak test on the product as the valve and caps were already detached. No crack was found on or inside the hub. The valve looked normal and no damage or fatigue was found. Per IFU when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.